Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Dried fluid was found under the top cover during an exterior visual inspection of the returned cycler. During an internal visual inspection, there were no visual indications of particulates, burrs, or sharp edges in cassette area that may have punctured a cassette membrane. No other discrepancies were encountered during visual inspection. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. This could simulate the cycler powering down during a treatment. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. The voltage check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during their peritoneal dialysis (pd) treatment and the cycler powered down. There were no recent power outages in the home or in the area reported. The power switch on the cycler was switched to the on position. The ok and stop keys were pressed, however the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and issued a replacement cycler to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment using continuous ambulatory peritoneal dialysis (capd). The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.